Event description:
The customer reported that there was a physicist discrepancy, the kv voltages were too high. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation and performed preventative maintenance. The ma and the kv voltages were adjusted. The system was tested and found to be working as intended and put back into svc. This event may have resulted in a possible accidental radiation occurrence.